Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.

Event description:
Patient reported "rippling, moving and flipping" "causing motion sickness and nausea" can't sleep on right or left side" "need to flip it back" and "feels like it's on top" of the muscle. Later healthcare professional reported "flipping over". Patient has been provided "nausea medication and pain medication" as treatment. This record is for the left side. Device remains implanted.